Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) basket wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bagley stone retrieval basket was used during a removal of kidney stone procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the basket was difficult to open and close. When the physician grabbed a stone, the basket wire broke. Reportedly, there were no pieces left inside the patient. The procedure was completed with another bagley stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".